Event description:
Boston scientific received information from a patient advocate that on (B)(6) 2010, the patient had a procedure to replace one of his leads because it was originally implanted in the wrong place. No adverse patient effects were reported. The sales representative contacted the hospital where the patient said his procedure took place, and they had no record of any procedure with this patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.